Manufacturer narrative:
At this time the customer will not be returning the device for eval. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. The pump was programmed to deliver an unspecified concentration of citrate, at a 240ml rate, and the delivery was started. No further programming parameters were provided. The customer contact reported the nurse noted an unspecified volume of air distal to the pump with no pump alarm. The pump was removed from clinical service. Therapy was resumed using a replacement pump and tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.